Event description:
ICU rn in patient's room witnessed the monitor above the patient go blank. Smoke started coming out of the computer. The nursing staff immediately evacuated the patient and contacted biomed staff to respond. Biomed unplugged the device and re-plugged the device, which caused the smoke to reoccur. The device was sequestered. The patient was not harmed.